Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A review of the device history records for part number 498.239, uss small stature paed rod, and the raw material lot number 4211791 showed that there were no issues during the manufacture that would contribute to this complaint condition. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and within the international standard. As no detailed clinical information is available, we can only assume that the rod broke of due to mechanical overload, clearly visible on the x-rays. The broken surface it selves is homogenous which indicates material conformity as well. No product fault could be detected.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient suffered a lateral left rod fracture in the level th12. The fractured rod was retrieved and it wasn't replaced. No further information is available.